Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a large air bubble in the reservoir. Customer stated that the air bubble was approximately a quarter of an inch in diameter. Blood glucose level at the time of the incident was 116 mg/dl. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.